Manufacturer narrative:
Tech service troubleshot with biomed who called reporting an imaging system misaligned message on the table. The imaging system would not move correctly using the hand switch, it was saying that the travel limits had been reached. Tech service had biomed go into the service mode to look at the hydraulic parameters for the image intensifier and found that the current position was out of range ((B)(4)). Biomed tried a transducer amp pcb from another table, the issue went away, and the image system would move. This indicated the problem was the image intensifier transducer amp pcb. Tech service gave biomed the replacement part number to order. A new part was sent to biomed who installed the board. On a follow up with the customer, it was reported that the system was repaired and fully functional.

Event description:
Customer reports the fluoro failed with a misalignment error at the end of the case. The physician was able to complete the case with endoscopy. No reported injury.